Event description:
Procedure performed: scar hernia. Event description: the trigger was pulled plastic to plastic. The doctor tried to clip a vessel but no clip came out. No clinical impact to the patient. Patient status: all right. Intervention: they opened a new ca500 which worked.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: scar hernia. Event description: the trigger was pulled plastic to plastic. The doctor tried to clip a vessel but no clip came out. No clinical impact to the patient. Patient status: all right. Intervention: they opened a new ca500 which worked.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1489898, was included in the recall.